Event description:
It was reported that the connector of the foot control device was "not attaching properly at the foot pedal end". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure. According to the reporter, the facility had a few spare devices available for use. It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed and the hose connector is loosened from the autolube body. Therefore, the reported condition was confirmed. This was due to mishandling / misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.